Manufacturer narrative:
The user facility chose not to provide patient demographic information. As of the date of this report, the remaining pieces of the device were not returned to the manufacturer. No conclusion can be drawn with regard to the cause of the event.

Event description:
A medtronic representative reported that the navigus screw broke off in the patient's skull when they were done with the procedure and were removing the base plate attached to the skull. The surgeon did not feel that this was of concern and left it implanted in place. There was no affect on patient outcome.